Manufacturer narrative:
(B)(4). G2 : foreign : germany customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discraded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the anchor broke while screwing it in and another anchor was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that during an initial soft tissue fixation procedure, the anchor fractured while being inserted using the proper surgical technique. Another anchor was used to complete the procedure. All fractured pieces were retrieved from the surgical site, and no patient impacts were reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event could not be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.